Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Per management directive this complaint is being reassessed for MDR reportability. According to current MDR reporting guidelines the complaint does not meet the criteria for exemption since the device(s) being used are for a commercially approved product. This complaint is now reportable for MDR. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was admitted to the hospital for gi (gastro intestinal) bleed. Patient was transfused one unit of blood. Capsule endoscopy confirmed the bleed. Additional information was received on 01/26/2016; patient had "two scopes" and both were inconclusive because of food in the stomach. So, the bleed could not be confirmed. Bleed resolved and patient was discharged last week.